Manufacturer narrative:
Two samples and photo received by our quality team for investigation. Through visual inspection, it can be observed the plastic tray is discolored and damaged. There was no evidence of holes or other perforations identified when inspecting the product. A device history review was performed for the reported lot 23010017 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. This incident can be produced during thermo-forming of the film for the tray of the product. If the film is exposed to high temperature more time than required, film can be damaged causing the visual defects noticed in the samples provided by customer. Sterility is not compromised if there is no hole in the tray. Sterilization process investigation will be initiated to verify if it may affect the aspect of the tray. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The trays containing the syringes are deformed and cloudy. When did the incident occur? Before use.